Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn ast this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels at a nursing facility. Troubleshooting was not possible as the customer was not present at the time of the call. Nothing further was reported.